Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was involved in a traumatic motor vehicle accident which caused abrasion in the implantable cardioverter defibrillator (ICD) implant site pocket and a staphylococci infection which required explant of the ICD system. No further patient complications have been reported as a result of this event.